Manufacturer narrative:
Preliminary risk analysis indicates: severity: critical; severity: 3 (critical) there has been no mistreatment or injury reported. However, there is a risk to the pt. We have to distinguish different cases. Case 1: (moderate) dose to wrong location because of mechanical misalignment (deviation of the treatment field of 4 to 5 mm at the iso-center): the mechanical deviation will be recognized during the daily qa. In case of stereotactic treatments, the deviation would be detected before the treatment. Otherwise a mistreatment may occur for one fraction. This may potentially result in a moderate injury. Case 2: (critical) if the defective bearing is not recognized and repaired it may happen after some time, that there is a total breakdown of the bearing. In the worst case the collimator may fall down. As the weight of the collimator is about 400 kg, this may cause a serious injury or death. Preliminary probability ranking: remote - there has been no mistreatment or injury reported. However, a mistreatment (dose to wrong location), a serious injury or vent death may occur. It is also likely, that the user will detect the deviation while using light field or lateral imaging for pt positioning. Case 1: c (remote) dose to wrong location: as the issue will be detected during the qa there is a low probability for an injury. Case 2: c (remote) there is currently no reliable info available about the time between the occurrence of the defect (roller cage disengaged) to a total breakdown of the bearing. Thus we cannot completely exclude the risk of the collimator dropping down.

Event description:
A potential product issue has been identified with our oncor impression plus linear accelerator. In the abundance of caution this issue is being reported. The provided info was submitted via the local service engineer. (Translated) report stated: the collimator bearing was moving out of the retainer mechanism. It happened after the 82 to 160 mlc upgrade that was done in (B)(6) 2010. We became aware of this incident on (B)(4) 2011. A solution for this product problem was achieved through update (B)(4) that was implemented at this site in (B)(6) 2011.